Event description:
Caller alleged discrepant results with the inratio meter. Results as follows: date: (B)(6) 2012, inratio inr: 3.5 and 1.3. Time between testing was 2 minutes. Therapeutic range 2.0-3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
User was on lovenox therapy at the time of testing. Lovenox is a member of a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for patients on heparin therapy." No further analysis of the reported results is appropriate given this off-label use of the product. This may be root cause. In-house therapeutic donor testing has been performed on reported lot 284364 on (B)(4) 2012. Results as follows: donor: 1, inratio: 2.3,2.4,2.4, reference: 2.04, bias threshold: 1.04-3.04, %cv: 2.44. Donor: 2, inratio: 3.4, 3.5, 3.5, reference: 3.64, bias threshold: 2.64-4.64, %cv: 1.67. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Limitations in pi, "this test should not be used for patients on heparin therapy." This constitutes off-label use. Further analysis of the reported results was determined as not appropriate. No product was expected to be returned so retain products were used for investigation testing. Results from retain strip testing on in-house meters met both accuracy and precision criteria. (B)(4).